Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(4) 2016 svc coil impedance rose to 130 ohms up from a trend of 78-101 ohms.

Event description:
It was reported that a lead alert was triggered for high superior vena cava (svc) impedance. The right ventricular (rv) lead svc portion was programmed off while the patient awaits a device replacement. A lead fracture is suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.